Event description:
The son of a home peritoneal dialysis pt reported that the pt complained of feeling bloated during the treatment. Pt's prescribed fill volume was 1,600 ml. The cycler showed that pt was only filled with 800 ml on fill two. The son stopped the treatment, drained the pt and estimated the drain volume to be about 3,000 ml. There was no serious pt injury.